Manufacturer narrative:
Serial number of the disposable device not provided by the complainant. Serial number of the radio frequency controller not provided by the complainant. The device is not being returned therefore, a failure analysis of the complaint device can not be completed. Device history record (DHR) review was conducted for the reported lot number. The lot was released meeting all qa specifications. Currently unable to establish a relationship or impact to the reported observation. Sterile lot records were reviewed for this lot and were confirmed to be within specified limits. According to the instructions for use (IFU) other adverse events: the following adverse event could occur or have been reported in association with the use of the novasure system: infection or sepsis. (B)(4).

Event description:
User facility reported a novasure endometrial ablation was performed on (B)(6) 2010. During post hysteroscopy the physician "noted a missed burn near the right cornua area". The physician decided to perform a second ablation, utilizing the same novasure disposable device. On (B)(6) 2010, the patient returned with cramping, abdominal pain, and a temperature of "104 degrees" fahrenheit and was admitted to the hospital. A computed tomography (CT) scan revealed "fluid found in the abdominal area and pelvic region". Blood and urine cultures were positive for escherichia coli. Treatment included intravenous piperacillin and tazobactam (dose unknown). The patient's condition worsened and it was decided a hysterectomy was needed. The physician reported that upon removal of the uterus the patient's condition improved almost immediately. The patient was discharged on (B)(6) 2010. Additionally, the physician reported patient was seen recently for follow-up and she is doing "very well".